Event description:
It was reported that during a meniscus repair surgery using a fast fix 360, t2 failed to secure at the articular cavity. It is unknown if there was a surgical delay. The procedure was successfully completed using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: part of the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the device showed that it was returned in the original box with the batch number of the complaint on the label. The device was returned with two sets of t1/t2/sutures. One set was off the needle. The knot had not been tightened down. The other set had the t2 still in place on the needle. The t1 had been implanted through the top of the box. A small hole where the needle had punctured could be seen with the t1 sitting on the outside of the box. The actuator is in the pre-t1/post-t2 position. There is bio debris in the needle. A functional evaluation of the original device cannot be done as it was not returned. A functional evaluation of the second device showed that it was difficult to cycle and stuck outside the tip of the needle. It will not retract. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10; additional information. B2, b5 and h6 (impact code) updated.

Event description:
It was reported that during a meniscus repair surgery using a fast fix 360, t2 failed to secure at the articular cavity. Both t implants were removed from the patient by tweezers. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported.